Event description:
The patient's family member called to report that they thought patient glucose test strips were spoiled and causing high readings. Patient had two incidents that required treatment for hypoglycemia when the suspect device read high. On the events, emergency medical technician's checked patient's glucose at 34 and 37 mg/dl. Then patient was given an IV and taken to the hospital. Glucose control level 1 was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.